Event description:
During an in-clinic follow-up, the device entered backup vvi (bvvi) mode due to off-label magnetic resonance imaging (MRI). Abbott technical support was contacted, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of back up mode following MRI was confirmed. The device was not returned for analysis, however, abbott technical support did review session records. Based on the information received, the device event is consistent with the device entering power on reset (por) due to the MRI settings not being enabled by the user prior to MRI. The instructions for use (IFU) for this product include instructions indicating device programming is required for safe scanning and MRI settings must be enabled before start of scan.